Event description:
It was reported that a perforation and a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The first closure device, a 24mm, was deployed in the laa of the patient. This device was partially recaptured three times and redeployed. Each time the device did not meet release criteria. The device was then fully recaptured and replaced with a 27mm closure device. This device was deployed in the laa and it was noted that the feet of the device pierced the back wall of the laa. Additionally, it was noted that there was a pericardial effusion. The device still met release criteria and was subsequently released in the laa. The physician then performed a pericardiocentesis to treat the effusion. The patient ended up needing to be brought to surgery to repair their laa. The closure device was removed from the patient and the laa of the patient was clipped. The surgery was successful and the patient was recovering in the intensive care unit. The patient has remained in the hospital with bilateral leg numbness. On (B)(6) 2020 the patient passed away.